Event description:
Contact reports that an eagle screw was found to have fractured curing examination of post-op x-ray. All pieces appear to be locked in place and nothing has come free. Surgeon feels there's enough stability and the surgeon is taking no action at this time. As an event of this nature could result in the need for surgical intervention an MDR is being filed.